Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0s6u3, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had a broken/fractured/damaged lead which resulted in a revision surgery. No patient symptoms reported. The patient inquired if the lead was covered under warranty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.